Event description:
It was reported to gore that a pt alleges to have experienced pain, vaginal dehiscence, and adhesions after allegedly having been implanted with a "gore-tex" product. It was also reported that the pt underwent an additional procedure approximately 8 months later. Additional, event specific information has not been provided.